Event description:
It was reported that the patient had loss of stimulation effect. The patient's leads were explanted on (B)(6) 2012. One of the leads migrated. The coverage was not optimal. The patient had reprogramming attempted 3 times, the surgeon decided to try and re-implant the leads but wasn't able to get the lead into the right position because of the patient's back being so "scarred from arthritis." The doctor elected to do explant of leads and impulse generator. There were no patient symptoms /injuries related to this event.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger. (B)(4).